Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the patient was seen in the emergency room. Patient's heart rate was in the 30s. No pacing activity was observed from the device and clinician was unable to establish telemetry. The patient had not been seeking regular follow up with the device. The device was removed and replaced. No patient complications have been reported as a result of this event.